Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was only able to get coverage on one side. Reportedly, the leads had migrated and one of the leads had high impedances. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Additionally, it was noted that one the leads had disconnected from the ipg header making that header port inoperable. As such, the ipg was also explanted and replaced to address the issue. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.